Event description:
While attempting to cut a donor cornea for partial thickness corneal transplant endothelial keratoplasty (dsaek) case using new product (disposable head) the donor cornea was perforated. The donor cornea had to be discarded. This report is submitted as a resource for reports from other centers if this could be a continuing problem.